Manufacturer narrative:
Additional information: manufacture date. Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the manufacturer facility insulation was missing near the tips of the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing at the manufacturer facility insulation was missing near the tips of the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.